Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 499 mg/dl, 188 mg/dl, 214 mg/dl, and 222 mg/dl all within 10 minutes. No adverse event reported. Meter and strips being returned and replaced.